Event description:
It was initially reported that the pt's magnet activations were not registering on the handheld computer and old activations were missing from the history. Good faith attempts to obtain additional info have been unsuccessful to date.